Event description:
Drive medical was notified of an incident involving an oxygen concentrator by the end user's spouse who reported the device was alarming for two nights with a yellow led alarm. The end user's spouse turned the device off and back on to reset the alarm condition multiple times and indicated that the white filter was found to be clogged. Subsequently the end user was not getting enough oxygen, CPR was initiated and paramedics were called. The end user was taken to the hospital and admitted to the intensive care unit. Product labeling states," the device is not intended to be life supporting or life sustaining." As part of its complaint review and evaluation process, devilbiss healthcare will file an update if additional information becomes available.